Event description:
The customer stated the lcd display panel used with their central patient monitoring system failed (it would not turn on). There were no patients on the system at the time of the product problem.

Manufacturer narrative:
Conclusion and results: the conclusion is that prior investigation by the item's vendor that identified capacitor failure is consistent with the present report. Manufacturer's eval summary: the device is an installed centralized patient monitoring system that utilizes a sun micro-systems computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data for multiple bedside mutli-functional patient monitoring devices through either wired or wireless connections. Information is displayed on one or more color lcd flat panel displays. Our evaluation of the returned lcd flat panel display confirmed the reported problem: the item would not turn on. The display panel is made by corporation. It is a commerical, off-the-shelf product. The vendor's prior analysis of similar failures isolated the problem to the failure of one or more capacitors. A new replacement lcd flat panel was shipped to the customer.